Event description:
It was reported to philips that the system would not boot-up. The system was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system was not completing the start-up sequence. Upon troubleshooting, the rse found that the customer had a software update from 2.2.3 to 2.2.7 on the system recently. The system worked for next day but then after it was shut down and it was not booting up. The customer shut down a few times then left it down overnight, but issue persisted. To resolve the reported issue, the fse visited onsite and reloaded the software to 2.2.7. After reloading the software, the system returned to use in good working order. The codes were updated based on the investigation outcome.